Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual and x-ray inspections of the lead did not find any anomalies. The reported event of a loss of capture was not confirmed.